Event description:
It was reported that there was a lead warning due to low right atrial (ra) lead impedance. The lead was inactivated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 6947m62, lead, implanted: (B)(6) 2012. (B)(4).